Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s spouse reported via phone call that the insulin pump had unexpected restart, battery issue, moisture in the screen. Customer's blood glucose value was unknown. The customer declined troubleshooting. The customer also reported that the insulin pump squirts insulin during priming and condensation under the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test and unexpected restart error test. No unexpected restart error anomalies noted. Device primed properly. However, traces of corrosion found at the electronic assembly and motor assembly per visual inspection.